Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The feeding pump was returned with no allegation of malfunction. Upon triage, 07/03/2018, service reported the pump had no audible audio when turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service reported the pump had no audible audio when turned on.¿ the unit was triaged and the reported condition was confirmed. Internal inspection and investigation revealed a damaged component u14 on the pcba. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.